Event description:
A purchasing agent reported a crack was noted on an intraocular lens (iol) that had been implanted. He also reported the postoperative refraction was not as expected. In a f/u, the surgeon reported the crack was due to a loading error by the scrub tech. No info was provided regarding the pt's current status.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed for the complaint product because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause is most likely related to a failure to follow the dfu. The file indicated that the surgeon reported that it was the loading error by the scrub tech that led to the crack in the lens. Add'l info was requested on (B)(4) 2012 and (B)(4) 2012 by phone, fax and mail. Add'l info was received by phone on (B)(4) 2012. A completed questionnaire has not been received. (B)(4).